Event description:
It was reported that the patient underwent l5-s1 fusion using a combination anterior/posterior approach, as well as implanting rhbmp -2/acs with a peek cage and vitoss bone graft substitute. Subsequently, the patient was diagnosed with "injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment, including but not limited to, having to undergo additional surgeries in 2007 and 2008. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This patient has undergone multiple fusion surgeries using rhbmp-2/acs. Refer to manufacturer report # 1030489-2013-02743 for additional details. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.